Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was syncopal and the implantable cardiac monitor stored a fast ventricular tachycardia episode at the same time. The device appeared to be oversensing noise, possibly myopotentials, while the patient was noted to be inactive. The device remains in use. No patient complications have been reported as a result of this event.